Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call of calibration errors on their insulin pump. The customer's blood glucose at the time of incident was 180mg/dl. Troubleshoot was conducted, and the device was able to calibrate. The customer will monitor the device, and call back if issues persist.